Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer stated they have a speaker failure. There was no reported patient impact.